Manufacturer narrative:
The issue was investigated in detail. The investigation of the returned stretch grip showed that the spring for engaging the securing bolt had slid over the fixing washer, thus, the locking position was not reached. In the operator manual (xpb7-030.620.01.01.02; chapter: general safety information; page 19 and chapter: functional and safety check; page 7) it is described that the user must check the accessory before every use. It must be ensured that the stretch grip is in the locking position (chapter: accessories and auxiliary devices; page: 39). If the position is not reached, red marks are visible to help user identify an issue of the dislocated spring on the stretch grip before use. The use of a defective stretch grip is not allowed. A newer version of the stretch grip, where the washer was exchanged for a bigger one, is available as of may 2020. The described issue was resolved at the concerned customer site by siemens local service technician by replacing the affected stretch grip. It was confirmed by the service technician that the newer version of a stretch grip with a bigger washer was installed. The spare part consumption of the concerned part (material number 10150546) shows values that are below the defined threshold. No general problem is known. Furthermore, it was ensured that only stretch grips of the new version are available on stock.

Manufacturer narrative:
Siemens is conducting a through investigation of the reported incident. The maximum allowable weight on the stretch grip is 25kg. This information is stated in the operator manual and on the corresponding label of the stretch grip itself. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Event description:
Siemens became aware of an incident that occurred on the ysio max unit. The stretch bar for the bucky wall stand broke off and fell onto the patient's head. The extent of patient's injuries has not yet been provided to siemens. The patient was taken to the emergency room following the incident. Additional information regarding the incident has been requested by siemens.